Event description:
Two pts with discrepant sodium results. Erroneous results not reported. Pt 1 initial sodium result 132 mmol/l, repeated 141.8 mmol/l (different analyzer, different methodology) and 140 mmol/l (same analyzer). Pt 2 initial sodium result 129 mmol/l, repeated 139.8 mmol/l (different analyzer, different methodology), 138 mmol/l (different analyzer, same methodology) and 131 mmol/l (same analyzer). The field service rep found the cause of the discrepancy to be the ise tubing which was replaced. Performance tests were performed and within specification.